Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged after a right atrial (ra) valve procedure. Additional information received that this lead was explanted. No additional adverse patient effects were reported.